Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the handpiece was obstructed during a cataract extraction with intraocular lens implant procedure. The case was completed using an alternate handpiece. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on april 9, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample was performed on (B)(6) 2018 and showed no obvious nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece and it was found to meet alcon specifications. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications the handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).